Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the emergency department was resuscitating an a systolic patient, and they were actively rewarming the patient. The emergency room (ER) called the ICU to bring an arctic sun device to attempt to speed up rewarming. ICU nurse brought the equipment and set it up. The pads would not fill despite all troubleshooting attempts. The machine attempted to prime, but the flow rate never changed from 0. All quick start guides and manuals were reviewed. Multiple people attempted to set up and reset up the machine. ICU charge nurse called ccu and educator face-timed to help trouble shoot the equipment. Unable to get equipment to function. Ccu eventually had to bring their arctic sun, which connected the pads to, and it worked. Per additional work order information task on 07jun2026, the device was removed from use and was non repairable as per biomed. It was old, and so the department will seek to replace it. The biomed offered the following findings, the unit fires up without issue, indicates a full water tank, but would not pump as indicated. After a few power cycles the tank indicator went to full empty and asked for a refill took up a few liters then started running normally. They thought the tank sensor was kaput, or there was some kind of dead head bolus of water than could trick the sensor even if the tank was empty.